Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error. Customer was unable to reboot the insulin pump. Customer¿s blood glucose level was unknown. Customer was advice to perform the rewinding of insulin pump and they received compromised force sensor error alarm. The drive support cap was normal. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed a33 during displacement test due to faulty force sensor resistor. Unable to perform prime or a33 test, basic occlusion test, occlusion test or excessive no delivery test due to a33 alarms.